Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The facility has not returned hill-roms attempts to determine the resolution of the alleged malfunction.